Manufacturer narrative:
The device was returned to olympus for investigation. Upon initial inspection, the reported event of leaking was confirmed, the biopsy channel was leaking. Additional findings include: tear marks and damage to the forceps passage, the ultrasound probe unit was cut, inconsistent reading of the probe insulation, the lg cover glue was peeling, and the ultrasound image had multiple broken parts. The investigation is in progress. A supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus the device was found to be leaking in re-processing. No patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause for the forceps cover glue peeling was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to aging deterioration considering the date of manufacture or also likely due to external forces applied such as rubbed excessively during the daily use including reprocessing. A definitive root cause for the probe unit cut was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the user's handling due to external forces applied such as rubbed excessively during the daily use including reprocessing. The instructions for use state: preparation and inspection, inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Warning: using an instrument that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.